Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: patient presented with following pre-op diagnosis: spondylolisthesis l4-5. Spinal stenosis l4-5 and l5-s1. Radiculitis clinically correlated to the levels of l4 and l5 and l5-s1. Neurogenic claudication. Procedure: minimally invasive laminectomy utilizing a right side approach to the levels of l4-5 and l5-s1. Interbody fusion utilizine a transforaminal approach to the levels of l4-5 and l5-s1. Interbody fusion utilizine a transforaminal approach to the levels of l4-5 posterior spinal fusion l4-5. Application of prosthetic device l4-5. Posterior instrumentation l4-5. Utilization of demineralized bone matrix, bone morphogenic protein and local autograft for fusion at l4-5. Application of tisseel hekostatic agent. Minimally invasive posterior instrumentation l4-5. Patient underwent fusion using rhbmp-2/acs. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.